Event description:
The customer reported during exposured fluoro x-ray, suddenly the x-ray stopped. The customer rebooted the system, set up normal, continued to use, and finished with no problem.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. This ge service rep checked the voltage of 5v dc line. Checked the connection of 5v dc line. He measured the actual voltage was 5.0v dc, adjusted a little to 5.2v dc on the ffb pcb. He checked the function and the system operates as intended.